Event description:
It was reported, "60-9511-001 - after procedure dr (B)(6) noticed a light burn on outside of vagina and believes it was caused by heat transfer from device " this is reported as a first degree burn treated with topical ointment. The procedure was a total vaginal hysterectomy.

Manufacturer narrative:
This is being submitted due to a sentinel event reported on medwatch 1720159-2013-00085. The altrus thermal tissue fusion system is indicated for open and laparoscopic techniques in general surgical and gynecological procedures for ligation (sealing) and dividing (cutting) of tissue when hemostasis is desired. The altrus handpiece was discarded by the end-user. The original device or pictures of the device or "burn" were not available; therefore, an investigation on the suspect device cannot be accomplished. The customer complaint cannot be conclusively confirmed since the device in question is not available for review. Without evaluating the suspected sample a conclusive determination of root cause cannot be made. A DHR/lhr, device history record/lot history record cannot be accomplished for the lot number has not been made available. Also, without the return of the device, the serial number is not available; therefore, the device utilization history cannot be reviewed, for this is stored on a memory chip within the device. The customer complaint cannot be conclusively confirmed since the device in question is not available for review. This could be an operator error but without evaluating the suspected sample a conclusive determination cannot be made. This is most probably a user error where the recently utilized device with still hot jaws was inadvertently touched to viable tissue resulting in a burn. The IFU, instructions for use, warns that, "the jaws of a recently activated handpiece may be hot enough to burn the patient or user, cause thermal damage to adjacent tissue, or ignite surgical drapes or other flammable materials. Ensure the handpiece jaws are not in contact with unintended tissue, surface or objects until they have cooled sufficiently". The complaint investigation has not identified any manufacturing defects; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed. Device discarded by end-user.